Event description:
A report was received that the patient was explanted due to a suspected pocket infection. The devices were functioning properly prior to being explanted. The patient is reportedly doing well after the explant.

Event description:
A report was received that the patient was explanted due to a suspected pocket infection. The devices were functioning properly prior to being explanted. The patient is reportedly doing well after the explant.

Manufacturer narrative:
A review of the manufacturing documentation of the device involved found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual and performance tests performed. The ipg exhibited normal device characteristics. A review of sterilization records found them to be satisfactory. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing.